Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: the peel away sheath split in the middle before it was broken and peeled away.

Event description:
The customer reports: the peel away sheath split in the middle before it was broken and peeled away.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. The device contained obvious signs of use in the form of biological material. Visual examination of the sheath revealed a crease and slight split in the sheath body. The crease is typically seen when undue force is applied to the sheath and it buckles, thus causing a bend and possible split. Examination of the dilator did not reveal any defects or anomalies. The returned sheath was damaged/split 2.00" from the distal tip. The total length of the sheath measured to be 2.80" which is within specifications of 2.625-2.875" per product drawing. The outer diameter of the sheath body and the inner diameter of the proximal end of the sheath were measured and were found to be within specification. This indicates that the wall thickness measured as expected. The returned dilator was able to advance through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip" the customer report of a damaged sheath was confirmed by complaint investigation. The returned sheath contained a split and creased body, consistent with undue force being applied to the sheath and causing buckling. Dimensional inspection and a device history record review were performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.